Event description:
It was reported that an unknown system error occurred on a homechoice (hc) pro device. This occurred during an unknown cycle, while the home patient (hp) was connected. The hp responded by muting the alarm and going back to sleep. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review revealed no issues that could have caused or contributed to the reported problem. A service history review revealed no previous service events that were related to the reported condition. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and service history review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.